Manufacturer narrative:
Evaluation codes (conclusion); corrected data; initial MDR inadvertently reported incorrect conclusion code.

Event description:
It was reported that the patient was recently implanted and has had 20 seizures since implant. The device was turned on the day of replacement and diagnostics were normal. No additional information has been received to date.